Manufacturer narrative:
The monitor was returned to the manufacturer for analysis. The monitor was connected to a test system for a multi-day burn-in test. The image remained normal during all testing. The image did not flicker during testing. Although the bios was outdated, the device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Return requested. Replacement monitor shipped to site (B)(6) 2015. Returned suspect monitor is currently under analysis. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2015 a medtronic representative, following-up at the site, reported replacing the navigation system monitor resolved the issue. Navigation system is fully functional. Issue resolved. No further issues have been reported.

Event description:
A medtronic representative reported that while testing a site's navigation system, after computer replacement, the monitor display flickered. No further details were provided. There was no patient present when this issue was identified.